Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.

Event description:
A healthcare professional reported a lancing device issue and stated that "someone other than the customer listed for the account had gotten stuck with the lancet and that person was bleeding quite a bit and had to go to the hospital." Then the caller refused to provide any additional information with regards to the medical event. There was no report of death or permanent impairment associated with this medical event.